Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: twelve samples were received by our quality team for evaluation. Ten samples were received without the unit package and two representative samples were received with a sealed unit package. The ten actual samples were observed with the scale line marking being rubbed off. No abnormalities were observed in the representative samples, these samples were also subjected to the ink permanency test and passed. The team is able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the device history record, no abnormality was detected during the procedure run and the representative samples passed the ink permanency test. Therefore from the investigation, the root cause could not be determined.

Event description:
It was reported that 800 syringe 10ml ll had scale marking issues. The following information was provided by the initial reporter: "when using the inspection, opened the package, found that the mark scale fell off, with a hand rub off. It can return 20 samples."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 800 syringe 10ml ll had scale marking issues. The following information was provided by the initial reporter: "when using the inspection, opened the package, found that the mark scale fell off, with a hand rub off. It can return 20 samples."